Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue. The reporter was a clinical manager and the device was a demo unit not being worn at the time of complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Unrelated to the display complaint there was a crack observed near the battery compartment. There was no evidence of moisture damage in the battery compartment and no issue of power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.